Event description:
The doctor could not get the jaws to release after the clip was applied. The doctor finally got the jaws to release and was able to get the device off the duct. The surgeon then tested the applier outside the patient and once again the jaws got stuck in the closed position. A new device was then obtained and the procedure was completed. There was no harm to the patient.